Manufacturer narrative:
Examination of the valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the programming test and it appears to have caused the difficulty encountered by the customer. It was also noted that an occlusion was found at the ruby ball, which also contributed to the problem reported by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Event description:
Affiliate reported that the pt acquired shrunken ventricles and the surgeon thought the device was not working. After the device was removed, it was tested and found that is was still draining. It was also noted that the instructions for use was for a different product.